Event description:
It was reported that the zimmer air dermatome unit was not cutting a smooth uniform graft, it was "bouncing" on the skin. Surgeon was concerned over viability of areas where tissue was too thin, and additionally had to trim fat off of areas where tissue harvested was too thick.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.